Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported MDR incorrectly submitted with b3 it was corrected and updated in this report.